Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that  the navigation system was shutting off. The site stated the system remained on but the navigation was intermittent. They used the word "eteint" or "blinking", and the sites biomed technician was unable to determine whether that meant that the screen would shutting off or that navigation was interrupted due to interference. They mentioned this issue was not replicated, and that it does not happen to other surgeons. The site did not know whether it was in em or optical. The case was a neuro case. No impact on patient outcome. Additional information was received. It was clarified that the issue could not been replicated and the reported issue was the lone occurrence. The facility noted that the issue was suspected to have been caused by instrumentation.